Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was experiencing elevated blood glucose levels. The reporter was unable to provide any specific blood glucose levels or symptoms associated with hyperglycemia. The alleged blood glucose excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of an inaccurate delivery of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering within the required range, and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.